Event description:
It was reported intermittent noise on the rv channel during an in-office check. Long-term trends show a drop in pacing impedance and drop in sensing in (B)(6) 2019. No adverse events were reported. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 12 distal to the is-1 connector pin as well as 3, 5, 8, and 28 cm proximal to the lead tip. An approximately 8 cm long medial fragment was not returned. An explantation aid was still inserted in the first medial fragment distal to the proximal fragment and a thread was found bound on this fragment. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed signs of wear at several positions of the lead segments. In particular at 36 cm proximal to the lead tip, the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the deformed rv shock coil and the in this region deformed lead body most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.